Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b2, b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text : discarded.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. Discarded.

Event description:
It was reported that the pulslavage nozzle is difficult to put on and sometimes falls off. The spout did fall off during this event and fell into the wound. No harm or injury to the patient was reported. There was a 2 minute delay in procedure. No adverse events were reported as a result of this malfunction.